Manufacturer narrative:
Updated fields: ( type of investigation, investigation findings, component codes, investigation conclusion), h10 a getinge field service engineer evaluated the unit and found broken ground plug. In order to fix the issue fse removed and replaced power cord reel as required. Disks replaced due to hrs. Completed repair with all functional and safety tests per manufacturer specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
Corrected data: b5. Updated data: b4, e1 (phone#), g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit had a broken ground plug. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a broken ground plug. There was no patient involvement.